Event description:
A report was received that the patient had developed an infection in her mid back where the patient was cut for her laminotomy. The patient's symptoms include redness, tenderness and puss. The patient's infection cleared up with just the preventive antibiotics prescribed post-surgery. The patient was reportedly doing well.